Manufacturer narrative:
(B)(4). The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report that during use with the clip delivery system (cds), the clip became caught in the chordae, and a pericardial effusion was observed which was treated with a pericardial window. It was reported that this was a mitraclip procedure to treat mitral regurgitation (mr) with a grade of 4+. The patient was high risk and in palliative care. The clip delivery system (cds) was advanced to the mitral valve leaflets; however, the clip became caught in the chordae. Grasping was performed, but the mr could not be reduced. The clip was not implanted, and the procedure was discontinued. After removal of the mitraclip system, a pericardial effusion was observed. A pericardial window was performed which relieved the effusion. No further treatment has been planned and the patient continues on palliative care. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effect of pericardial effusion, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported clip becoming caught on the chordae, resulting in physical resistance, appears to be a result of challenging patient morphology/pathology, as the presence of a pre-existing chordal rupture and posterior leaflet flail/prolapse likely contributed. The reported difficulty positioning the device was likely a secondary effect of the clip becoming caught in the chordae, as removal attempts resulted in the clip jumping into the left atrium. The reported patient effect of pericardial effusion appears to be a result of procedural conditions, as it was suspected to be caused by the clip movement back into the left atrium. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
Subsequent to the initial report, the following information was provided: the clip was able to be freed from the chordae with standard troubleshooting, but once it was released, the clip delivery system (cds) abruptly jumped back to the left atrium (la). The pericardial effusion was suspected to be caused when the cds jumped into the left atrium (la). No additional information was provided.